Manufacturer narrative:
Concomitant medical product: imu49jb45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "having issues", and "can feel there is an electrical wire that is not attached at the top of pacemaker". No additional information could be obtained through follow-up. The leads remain in use. No further patient complications have been reported as a result of this event.